Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the right ventricular (rv) channel of the device. Provocative testing was performed and the noise was reproduced. Technical support was contacted and the device was reprogrammed to resolved the event. The patient is stable and will continue to be monitored.